Manufacturer narrative:
Device evaluation: as received, the specimen consists of one hydro gw std s 150-038; returned extending 11.20cm from the dispenser assembly within the opened, labelled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. The lot number is unknown; therefore the manufacturing batch records for the complaint device cannot be reviewed. The specimen presents skive damage located 18.15 to 20.65cm from the distal tip, in a proximal to distal orientation with the skived polymer jacket material pulled distally over the intact polymer jacket distal of the 2.50cm of exposed metallic core wire. The report of damage is confirmed; however, the damage does not appear consistent with the report of "the outer layer of the wire just fell off". The damage appears consistent with contact with another device. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." The dfu precautions also indicate "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that handling and/or procedural factors have impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be filed.

Event description:
Event description: it was reported that when they opened the package, they started using it and then the coating, the outer layer of the wire just fell off. It was unable to be used right away. They used another of the same device to complete the case. No patient complications reported. Patient was fine. The problem was noticed during preparation and it occurred outside of the patient.

Manufacturer narrative:
Update device manufacture date to include the relevant information for the batch lot number provided. Update the device evaluation to include reference to the lot history record review and the as received product identification for the batch lot number provided. Device evaluation: as received, the specimen consists of one hydro gw stf std s 150-035; returned extending 11.20cm from the dispenser assembly within the opened, labelled packaging pouch and double-bagged within "zip-lock" style poly biohazard pouches. A review of the device history records of the specimen device does not present any indication of manufacturing defect or anomaly that could have impacted on the event as reported. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. The specimen presents skive damage located 18.15 to 20.65cm from the distal tip, in a proximal to distal orientation with the skived polymer jacket material pulled distally over the intact polymer jacket distal of the 2.50cm of exposed metallic core wire. The report of damage is confirmed; however, the damage does not appear consistent with the report of "the outer layer of the wire just fell off". The damage appears consistent with contact with another device. As noted in the device instructions for use (dfu) warnings, "do not manipulate, advance and/or withdraw the zipwire hydrophilic guidewire through a metal cannula or needle. Manipulation, advancement and/or withdrawal through a metal device may result in destruction and/or separation of the outer polymer jacket requiring retrieval. If a needle is used for initial placement, a plastic entry needle is recommended when using the zipwire hydrophilic guidewire. Extreme caution should be observed when used with a one-wall puncture style needle." The dfu precautions also indicate "the zipwire hydrophilic guidewire should be advanced through the scope using short, deliberate 2-3cm movements to prevent inadvertent damage to the device or patient." At this time it is not possible to assign a definitive root cause for the event as reported. Based on the information provided to date, it appears that handling and/or procedural factors have impacted on the event as reported. The patient information was not provided at the time of this report. If there is any further relevant information provided, a follow up medwatch report will be filed.